Manufacturer narrative:
Concomitant product(s): a 5076 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial lead (ra), patient presented with palpitations and increased shortness of breath. Remote transmission data indicated intermittent atrial under-detection. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported due to atrial lead oversensing the settings were re-programmed, and the lead remains in use